Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. During the follow up, the right ventricular lead was found with episodes of oversensing and high capture threshold. The physician adjusted the lead threshold and continued to monitor the lead. At the following device check, the high capture threshold anomaly persisted and the physician elected to replace the lead. On (B)(6) 2020, the lead was capped and replaced. The patient was in stable condition throughout the procedure.